Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3888-45, lot# l73318, implanted: (B)(6) 2000, explanted: (B)(6) 2017, product type: lead. Product ID 3888-56, lot# l59958, implanted: (B)(6) 2000, explanted: (B)(6) 2017, product type: lead. Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2017, product type: extension. Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for occipital neuralgia. The rep reported that they had limited information about a case planned for the day following the report. The rep reported that they thought the patient was having some or all of her current system removed. The rep reported that they didn¿t know of any specific symptoms or complaints that the patient was having but assumed there must be some complaint given the explant was planned for (B)(6) 2017. Additional information was received from the rep. The rep reported that the issue was unknown. The rep reported that physician feedback to a ccf fellow stated plan was to ¿remove old in its entirety then put in a new one and supraorbital as trial-maybe buried". The rep reported that they would identify all product being explanted at case on (B)(6) 2017. Additional information was received from the rep on (B)(6) 2017. The rep reported that the patient verbalized their system stopped working approximately 5 years ago. The rep reported that the patient underwent explant of entire previous system. The rep reported that once x-rays were taken of the patient, it was determined that the proximal end of one of the leads had snapped off and was abandoned. The rep reported that this lead was not connected to the extension it was originally connected to. The rep reported that the extension had snapped away at the space where it connected to the proximal end of the lead and it had migrated south toward the ins, leaving a two-piece abandoned lead. The rep reported that the patient then underwent standard ons/suborbital trial for occipital neuralgia. No further complications were reported.

Manufacturer narrative:
Additional information was reported that the patient did get the entire system explanted. Nothing was abandoned in the body.

Event description:
It was reported that the patient system stopped working per patient interview, and equipment was explanted thereafter. No equipment remains. The system was completely explanted on (B)(6) 2017. The system will not be returned to medtronic. Per hospital policy the explanted equipment was sent to pathology. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.